Event description:
Gensia was informed of a case of palatal injury after lma use. A physician who was present during the case stated that after the pt was induced, a crna inserted the lma using the backwards/forwards technique. Bleeding was noted immediately, and the pt went into laryngospasm. The pt was intubated, and after the airway was under control and the surgery was underway, ent surgeons examined the pt and cauterized a soft palate laceration. The pt was hospitalized, but it is unk whether the hospitalization was initiated or prolonged because of the event. The physician attributes the event to the incorrect insertion technique used by the crna. The backwards/forwards technique is not the recommended insertion method, and the instruction manual clearly states, "it is important to follow the correct insertion technique for the lma because the device is designed to be used in a specific way. ...it is possible to traumatize the pt or obtain an unreliable or obstructed airway if the device is inserted incorrectly."